Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified.

Event description:
Procedure performed: robotic assisted supracervical hysterectomy, sacrocolpopexy. Event description: plastic white part broke off into patient. Additional information provided by applied medical representative: patient status is stable. The plastic white part was removed from the patient. Trocar and loose piece was removed from patient and sterile field, new trocar was opened and placed in patient. A white plastic piece from inside the seal housing slid down the trocar and fell out into the patient. It was the piece inside the seal housing. No internal seal components were removed or cut to inspect the damaged component. The entire seal housing did not detach. Type of intervention: trocar and loose piece was removed from patient and sterile field, new trocar was opened and placed in patient. Patient status: patient is stable.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic assisted supracervical hysterectomy, sacrocolpopexy. Event description: plastic white part broke off into patient. Additional information provided by applied medical representative: patient status is stable. The plastic white part was removed from the patient. Trocar and loose piece was removed from patient and sterile field, new trocar was opened and placed in patient. A white plastic piece from inside the seal housing slid down the trocar and fell out into the patient. It was the piece inside the seal housing. No internal seal components were removed or cut to inspect the damaged component. The entire seal housing did not detach. Type of intervention: trocar and loose piece was removed from patient and sterile field, new trocar was opened and placed in patient. Patient status: patient is stable.